Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huat1486 showed (B)(4) other similar product complaint(s) from this lot number. Both complaints for this lot number (huat1486) have been reported from the same (B)(6) facility.

Event description:
It was reported by the facility that there is an alleged leak at the insertion site. The patient has had persistent difficulty using the cvc and leaking has occurred with each infusion. An x-ray was done on (B)(6) 2017, and found that the cvc extremity remains unchanged in the anatomical site of the conjunction between the anonymous, left vein and vcs ((B)(6) 2017). Facility informed the (B)(6).